Event description:
A report was received on 19 nov 2025 from the home therapy nurse (htn) of a 42-year-old female patient with a medical history including diabetes and end stage renal disease, who stated the patient experienced shortness of breath and seizure like activity during a hemodialysis treatment on (B)(6) 2025 and was transported to the hospital. Additional information was requested on 20 nov 2025 to 02 dec 2025 from the htn who declined to provide further details about the event or treatment provided.

Manufacturer narrative:
The device was not received for evaluation. A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns all treatments must be administered under a physician's prescription and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician. UDI: (B)(4).